Event description:
It was reported that the during an implant procedure, the set screw of the pacemaker couldn't be screwed to connect the lead into the header. The physician decided to use a new pacemaker to complete the procedure on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
B5 was corrected to "the physician decided to use a new pacemaker to complete the procedure on (B)(6) 2024" not lead replacement as previously reported. Additionally, the full name of the physician is dr. (B)(6).

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened was confirmed. Final analysis revealed that the physician stripped the setscrew inset. After this happens the setscrew can no longer to be tightened. No anomalies were found with the device. The problem was caused by incorrect use of the torque wrench by the user while attempting to tighten the setscrew.

Event description:
It was reported that the during an implant procedure, the set screw of the pacemaker can't be screwed to connect the lead into the header. The physician decided to use a new lead to complete the procedure on (B)(6)2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The device implant date on (B)(6) 2024 should not be reported and new information received that the device was returned back for analysis on (B)(6) 2024.